Event description:
(B)(4). Bleeding for over 8 months, pretty much non stop, with terrible clotting. Pain in both abdomen and lower back. Both sides, left and right. Doubles ne over in pain. Also affects ability to stand upright. Very little sleep due to pain and profuse bleeding. Headaches. Moodiness. Bloating. Joint pain. Lethargy.